Event description:
Information received from the consumer reported the patient had symptoms of implant rejection after surgery. It was noted additional information was requested but not able to be obtained. The patient's device was explanted. It was noted the patient was not receiving more than 50% of symptoms reduced. It was unknown what troubleshooting was performed and the cause was unknown. The patient was implanted for parkinson's disease (pd).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.